Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect part not returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported that the site had the damaged vertek arm repaired by a third party and would not be returning it to manufacturer for evaluation. Part not returned to manufacturer.

Event description:
A medtronic representative reported a site's vertek arm was damaged. The vertek arm was reported to not tighten properly. There was no patient present when this issue was identified.